Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in vietnam, regarding a 23mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach in a patient with bicuspid type 0 valve, annulus area 345 mm2 and calcified commissure, during the procedure, bav with balloon 18x40 mm was performed and then it was decided to implant the sapien 3 23mm. However, due to leaflet calcification, the mid part of stent was recoiled a bit and angiogram and tte showed mild pvl. Post dilatation with additional volume of 0.5 cc. Was performed and angiogram and tte showed moderate to severe central ar and some leaflet malfunction was suspected. It was tried to dilate again inside the valve with a small balloon, but central ar was still there. As hemodynamic was still stable, it was decided keep the patient under observation without additional actions. The patient condition became worse (bp 60-70/30-40 mmhg) and at tee, severe ar was noted but no pvl. A valve in valve was successfully performed with a 20mm sapien 3 overfilled with 2cc. Patient's hemodynamic was okay (bp 115/77). Tee showed some leakage between the valve and post dilatation with same volume was performed again. The central regurgitation was resolved, there was no pvl and the mg was mg 10 mmhg. The second thv was stable, no gradients and no coronary obstruction.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Clinical review of provided imagery confirmed central regurgitation. The complaint for the deployed valve exhibiting central regurgitation was confirmed based on evaluation of the provided imagery. Available information suggests that procedural factors (under expanded valve) likely contributed to the event as indicated in the event description ''it was decided to implant the sapien 3 23 mm minus 1.5 cc. However, due to leaflet calcification, mid part of stent was recoiled a bit and angiogram and tte showed mild pvl. Post dilatation with additional volume of 0.5 cc. Was performed''. Deploying the valve using less than the prescribed volume may result in inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. Lastly, shape of existing landing zone (non-circular annulus, bicuspid patient) may result in under deployment of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.